Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patent experienced discomfort ( described as pain) located at the ipg site. As a result, surgical intervention may be planned to address the issue.

Event description:
Additional information received advised that the issue resolved.

Event description:
Additional information received advised that the patient underwent surgical intervention wherien the ipg was explanted and replaced and the new ipg was buried deeper in the pocket.